Event description:
This patient developed a pocket erosion and a fistula causing discharge and bleeding from the incision site. Due to the infection, the system was explanted, the pocket irrigated and the wound sutured. No other system was implanted at this time.